Manufacturer narrative:
The device evaluation details. The thermocool smarttouch sf device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 18-nov-2025. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection observed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and functionality test was performed; and no errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Reddish material inside the pebax and a hole were observed during the analysis. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
This thermocool smarttouch sf catheter was received by the biosense webster failure analysis lab as an extra product received. An investigation was performed to determine if there was an existing manufacturer reference number for this device. However, it could not be associated to any existing record. As a result, this record was created to analyze the returned device. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-dec-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 10-dec-2025 and have assessed this returned condition as reportable.